Event description:
Additional information noted that this lead will not be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was admitted to the hospital and upon interrogation it was noted that noise was noted resulting in inappropriate anti tachycardia therapy and inappropriate shock. This right ventricular (rv) lead showed insulation damage and was fractured. The lead was explanted and replaced and will be returned. Adverse patient effects were reported but not specified.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 17.2 cm from the is-1 terminal pin. The distal segment was severed approximately 39 cm from the distal tip. Setscrew marks were noted on all terminal connectors and no sign of insulation or conductor damage was observed. The lead passed electrical testing. Laboratory analysis could not confirmed the reported clinical observations.

Event description:
This lead was returned.

Event description:
Additional information noted there was no visible fracture on this rv lead and no adverse patient effects were reported.